Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ten-year clinical characteristics and early outcomes of type b aortic dissection patients with thoracic endovascular aortic repair huang l., kan y., zhu t., chen b., xu x., dong z., guo d., si y., fu w. Vascular and endovascular surgery. 2021; 55(4):332-341. Doi: 10.1177/1538574420983652. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant, talent and non mdt stent grafts were implanted in the endovascular treatment of aortic dissections on unknown dates. The following adverse events were reported; rtad, kidney injury, paraplegia, stroke, ischemia, rupture, fistula, bleeding patient deaths were reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.